Event description:
Customer reported an over infusion of propofol requiring reversal with epinephrine and fluids. The patient was reported to arrive in the unit intubated and was "bucking" the et tube. Propofol was administered; however, the patient received an over infusion that required epinephrine and fluids. No long-term patient harm was reported. Manufacturer's report number: 2016493-2014-00353. Manufacturer's report date: 07/23/2014. (B)(4).

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included sections a and b. This report was filed by the manufacturer. Devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.